Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging a cocking control issue with their onetouch delica lancing device. The customer care advocate (cca) contacted the patient with follow up questions from the medical surveillance specialist but the patient was unwilling to answer any questions. The following complaint was classified based on information obtained from the original cca documentation. The patient alleged that the product issue began on the same day that they contacted lifescan. It is unknown how the patient manages their diabetes. The patient reported developing a symptom of "shakes" sometime after the product issue began. Lifescan was unable to determine if the reported symptom was directly related to a blood glucose excursion. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca determined that the issue was occurring before the lancet was fired. The issue was unresolved and replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.